Manufacturer narrative:
Batch review performed on 29 march 2022. Lot 183642: (B)(4) items manufactured and released on 21-aug-2018. Expiration date: 2023-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.